Manufacturer narrative:
The device was not returned for evaluation. An event regarding altr involving an exeter stem was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: there is no histological confirmation for any pseudo tumor presence while adverse tissue changes may be related to other problems, including many non-metal related such as infection, chronic bleeding under medication or otherwise. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: with the current information this case cannot be solved although as discussed poly wear and corrosion can be excluded as potential cause of the problems. More information is needed to solve this case. Further information such as return of the device, additional x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If further information or if the device becomes available this investigation will be re-opened.

Event description:
The primary tha surgery was performed on (B)(6) 1997. The company of the used product is unknown. After that, the 1st revision surgery was performed on (B)(6) 2011 because of the stem loosening. Stryker products were used in the 1st revision surgery. Then, the pseudotumor, the hematoma and the bone disappearance were confirmed and 2nd revision surgery was performed on (B)(6) 2016. In the 2nd revision surgery, the bone grafting and replacement of the liner and the head were conducted. The surgeon considers the osteolysis due to the wear of the liner or the pseudotumor / hematoma due to the corrosion of the trunnion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The primary tha surgery was performed on (B)(6) 1997. The company of the used product is unknown. After that, the 1st revision surgery was performed on (B)(6) 2011 because of the stem loosening. Stryker products were used in the 1st revision surgery. Then, the pseudotumor, the hematoma and the bone disappearance were confirmed and 2nd revision surgery was performed on (B)(6) 2016. In the 2nd revision surgery, the bone grafting and replacement of the liner and the head were conducted. The surgeon considers the osteolysis due to the wear of the liner or the pseudotumor / hematoma due to the corrosion of the trunnion.